Event description:
It was reported that the tip of the probe broke off during surgery. The surgeon was using a mallet to cannulate the pedicle with the probe. The surgeon ended up implanting a uni-lateral construct on the contralateral side. The tip of the probe remained in the pt.

Manufacturer narrative:
(B) (4): no product was returned for eval. X-rays were not provided to the MFR. With the available info, a cause or contributing factor cannot be identified.